Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for myocarditis. It was reported the patient developed limb ischemia during pump support. Per the pms report impella was not the only direct cause of lower limb ischemia, circulatory failure due to shock condition and right sma being cto was also a cause. The original vascular lesion is unknown. To treat the injury the patient received blood transfer via side branch of pcps. No further information was provided.